Event description:
The rn reported the following, "attempting to place a PICC, unsuccessful to thread line passing subclavian area, PICC line retrieved after several attempts made with no avail. Once line was retrieved we noticed a small piece of the wire was out the tip of catheter and while examining it realized there was a small segment of the wire that was cut off the mail wire (the magnetic side)." (B)(6)2020 - additional information received stated there was no portion of the wire left in the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed. One 5fr triple-lumen (t/l) powerpicc was returned for investigation. The catheter had been trimmed to length at the 46cm depth mark. The 3cg stylet had been removed from the catheter and was received separate from the t-lock extension set. A complete break was observed in the polyimide tubing. The distal segment of the polyimide tubing was 4.0cm in length. The polyimide tubing was kinked in multiple locations. The core wire broke 1cm distal to the break in the polyimide tubing. A microscopic examination revealed that the kinks in the polyimide tubing were located between magnets. The adjoining surfaces of the broken polyimide tubing appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. It was reported that the insertion process was unsuccessful. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redr3308 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3308 showed no other similar product complaint(s) from this lot number.

Event description:
The rn reported the following, "attempting to place a PICC, unsuccessful to thread line passing subclavian area, PICC line retrieved after several attempts made with no avail. Once line was retrieved we noticed a small piece of the wire was out the tip of catheter and while examining it realized there was a small segment of the wire that was cut off the mail wire (the magnetic side)." On 1/16/2020- additional information received stated there was no portion of the wire left in the patient.